Manufacturer narrative:
The returned patient interface (pi-ret) was received in a plastic bag. The returned product was evaluated. The cone, suction ring and syringe were visually inspected and no manufacturing assembly defect was detected. Functional test: the suction test was performed and the gripper/seal ring assembly met the specification for suction test. The reported issue was not verified. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The review of the device history record (DHR) for the device showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss during surgery and that they could not maintain suction. The cone issue with an intralase patient interface (pi) occurred after the patient was applanated and after the laser fired. It was noted that one (1) iflap procedure was replaced and that the surgery was completed successfully. There was no patient injury reported and no surgical intervention was required.